Manufacturer narrative:
Investigation summary: laboratory analysis was unable to confirm the reported clinical observations of urinary incontinence and malposition of the device. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The cuff was visually and microscopically inspected, and tested for leaks. The cuff passed all testing. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. It was said that the cause of the recurring incontinence was that the cuff was originally placed too distal on the urethra so it was not in the best location for optimization of the system, as a consequence, the cuff was not fully capitating and the patient was still leaking. It was said that the patient is expected to fully recover.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. It was said that the cause of the recurring incontinence was that the cuff was originally placed too distal on the urethra so it was not in the best location for optimization of the system, as a consequence, the cuff was not fully coaptating and the patient was still leaking. It was said that the patient is expected to fully recover.